Event description:
Additional information was received that the increased capture threshold resulted in loss to capture.

Event description:
During a remote follow-up, increased pacing impedance and increased capture threshold was observed on the right ventricle (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.